Event description:
Additional information received from the health care provider (hcp) via the clinical study reported that the lot number of the related catheter was updated/confirmed to be n354321001.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal fentanyl 2000mcg/ml at 100mcg/day and bupivacaine 20mg/ml at 1mg/ml via an implantable infusion pump. The concomitant medications were listed as cellcept, asa/atorvastatin, cholecalferol, cyanocobalamin, prednisone, metoprolol, tricor, colace, topamax, cymbalta, mycostatin, protonix, and lotrimin/folic acid. The indication for use of the device was not reported. The patient history was reported as depression, cad, htn, dyslipidema, renal transplant, endocarditis, anemia, and ibs. It was reported that the patient had decreased pain control, and during a catheter dye study the catheter was found to be outside of the intrathecal space and coiled in the tissue. The intrathecal portion (spinal) of the catheter was explanted and replaced ((B)(6) 2015). During the procedure, they found that the anchor holding the catheter in place had been cut through by the suture. The issue had been resolved. The patient status at the time of this report was "alive- no injury." When the patient started experiencing the decreased pain control (event date) remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
After analysis and review, the conclusion code was updated.

Manufacturer narrative:
Analysis of the catheter revealed a broken catheter anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.